Manufacturer narrative:
(B)(4). Device will not be returned for eval.

Event description:
It was reported per field service report: pump was on pt. Symptom - reported "fos out of range" message. Nurse was unable to zero the intra-aortic balloon (iab). The nurse stated to biomed that she was able to zero her fos (fiberoptix sensor) test fixture, but had trouble sliding it into fos slide connector. Findings/action taken: was unable to duplicate the complaint of "unable to zero iab" but had trouble inserting fos test fixture into the fos slide connector. Replaced fos slide connector. Confirmed fos test fixture inserted smoothly into the new fos slide connector. Unit passed functional checkout. Add'l info received from biomed on (B)(6) 2011 stated that they did not want to go manually since the pt was in cardiac arrest already. As a result, they switched out the pump for another pump with success. Therapy was able to continue and the pt made it through the event successfully. The pump is back in service.